Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025, as the exact event date was not reported.

Event description:
It was reported that the procedure was cancelled. A 115/20 renegade hi flo was selected for use. During the procedure, upon insertion into the patient, it was noted that the microcatheter snapped near the hub. The fracture occurred at a portion of the device outside of the patient's body, and the device was removed intact and in one piece without requiring any additional retrieval methods. Because there was no backup catheter available, the procedure was cancelled and rescheduled. There were no patient complications as a result of this event.